Event description:
Consumer was laying on the sofa, a blanket with the heating pad and consumer on top. He fell asleep and son woke him as the pad had caught on fire. The heating pad burned his left shoulder. The blanket had a burn hole, but the sofa was not damaged. Consumer went to emergency room and was treated and released. He had a boil on his back from same.

Manufacturer narrative:
Letters sent in 2004 and july 30, 2007 received no reply from customer.